Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date and received an ascent ps knee. Subsequently, the patient was revised on (B)(6) 2014 to address a femoral fractured. A retrograde femoral nail was implanted during the revision procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. Date implanted - unknown. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown.